Event description:
It was reported that between (B)(6) 2025, this implantable pacemaker battery longevity had already decreased by six months. The physician was concerned regarding potential premature battery depletion and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The pacemaker is expected to be returned for analysis but has not yet been returned.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that between (B)(6) 2025, this implantable pacemaker battery longevity had already decreased by six months. The physician was concerned regarding potential premature battery depletion and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The pacemaker is currently retained at the healthcare facility prior to a potential return.